Manufacturer narrative:
Follow-up # 1 ¿ (02/04/2015). The patient¿s test strips have been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/21/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results (specific results not provided). This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.